Manufacturer narrative:
Patient identifier: sid (B)(6). This report is being filed on an international product, architect total psa, list number 07k70, that has a similar product distributed in the us, list number 06c06. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased architect total psa (prostate specific antigen) result for a 72-year-old patient. The result was auto released because it was within the normal range. The physician ordered a repeat. A new sample was tested which generated a higher result. The following data was provided: reference range is 0.00 to 6.50 ng/ml. On (B)(6) 2022 sid (B)(6) initial result= 0.08 ng/ml. New sample sid (B)(6) initial result = > 100.00 ng/ml, dilution result = 157.61 ng/ml no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely decreased architect total psa result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review, and labeling review. Return testing was not performed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. The ticket search determined normal complaint activity for the likely cause lot. A review of tracking and trending did not identify any related trends for the product for the complaint issue. The device history record was reviewed and did not identify any non-conformances or deviations associated with the complaint issue. The overall performance of the architect total psa assay was reviewed using field data from customers worldwide. The median patient population result for lot 36491fn00 falls within 1sd of the established baseline, indicating the reagent lot is performing acceptably on market, and confirms no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. The reason for the difference in result values observed by the customer for this patient sample is unclear, however it is possible that instrumentation issues at time of testing may have contributed. It is noted that the customer suspected instrumentation issues and suggested a technician investigate the instrument. It is also possible that specimen or reagent handling could have contributed to this issue. Details regarding specimen and reagent handling and precautions are documented within the product package insert, including that insufficient processing of sample, or disruption of the sample during transportation may cause depressed results. Per the limitations of the procedure section within the product package insert, low psa concentrations are not always indicative of the absence of cancer. Serum psa concentrations should not be interpreted as absolute evidence for the presence or absence of prostate cancer. The psa value should be used in conjunction with information available from clinical evaluation and other diagnostic procedures such as dre.based on the investigation, no systemic issue or product deficiency for architect total psa reagent lot 36491fn00 was identified.